Manufacturer narrative:
Approximately two months later, the device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared elective replacement indicator (eri) due to a charge time of 21.5 seconds. The monitoring voltage was 2.57 volts. To date, there have been no adverse patient effects reported.